Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2015; 4196-88 lead, implanted: (B)(6)2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complaints of chest pain. The right ventricular (rv) lead was found to have varying thresholds. The lead remains in use. It was further reported that the left ventricular (lv) lead had high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.